Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st w/ echo device may have caused or contributed to the reported event. Recurrence and adhesion are known inherent risks of surgery and are listed in the instructions-for-use a possible complications. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent repair of a ventral hernia and placement of a gastric neurostimulator. A bard/davol ventralight st was implanted (B)(6) 2015: the patient underwent surgery to repair supra-umbilical and umbilical incisional hernia. During the procedure the physician dissected adhesions caused by the previous mesh repair away from the leads to the neurostimulator and to the omentum. These adhesions contributed to the neurostimulator malfunctioning. These adhesions also contributed to the creation of a new hernia. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically repaired, and partially removed, once in the patient's body, and is likely going to need to be further removed via invasive surgery. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."